Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The hub of the teflon sheath was noted at approximately 56cm from the iabc luer end; buckling was noted to the sheath extrusion and clear fluid was noted within the sheath sidearm. The one-way valve tether was noted cut; the one-way valve was not returned with the sample. The visible portion of the bladder noted wrapped (or considered twisted) near the iabc distal tip; some bladder material was noted bunched up near the distal tip of the sheath. The iabc central lumen within flex-tip assembly was noted damaged at approximately 6.3cm from the iabc distal tip. A bend to the iabc central/outer lumen was noted at approximately 45.8cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway during the visual inspection of the returned sample. Furthermore, the fos yellow jacket cabling was noted cut near the iabc bifurcate. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact; no damage or abnormalities were noted to the cal key. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0060in and was within specification of process document. The cal key was connected to the iabp. The cal key was recognized. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no other notable breaks were found. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. A lab inventory one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with minimal force required. Upon removal of the sheath, the section of the bladder was noted un-wrapped, which was previously covered beneath the teflon sheath extrusion; some blood was noted within the bladder/helium pathway. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully un-wrap and was consistent with being twisted. Furthermore, a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 6.4cm from the iabc distal tip, which is the location of the previously noted damaged central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 6.5cm and 45.6cm from the iabc luer, which are the location of the blocked central lumen and previously noted bend. The guidewire could not advance at approximately 76.7cm from the iabc luer, which is the location of the previously noted damaged central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon failed to fully inflate" is confirmed. The distal and proximal portion of the iabc bladder was noted twisted and, the bladder would not fully inflate or unwrap during the functional testing, which caused the reported complaint. Furthermore, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. The damage to the iabc central lumen/flex-tip most likely occurred during the removal or after the removal of the device from the patient. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and bucking was noted to the sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "balloon failed to fully inflate". To continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Event description:
It was reported "balloon failed to fully inflate". To continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4).